Event description:
It was reported that the patient experienced an event on 22-mar-2026, where the infusion set was pulled out while hitting and sweating.

Manufacturer narrative:
Name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.